Manufacturer narrative:
Upon completion of the investigation it was noted that no defect was observed on the pump, all data measured during investigation (valve analysis, pump flow rate, fls accuracy test, septum leak test) confirmed the pump conformed to the specifications. However the transaction logs analysis reveals discrepancies between the volumes have left the pump (based on fls readings of the transaction logs) and the volume calculated based on the programmed flow rate measurements. The discrepancies could be explained by an air bubble trapped inside the fluidic path of the pump which could set up a compliance failure mode that could result in an additional amount of drug that is ejected at each valve opening. The information from the complaint description: ¿a lot of air got removed and that the patient was always filled sitting¿ could explain the problem. Based on the ¿field safety notice acknowledgement form¿: air in the pump reservoir may cause the infusion rate to exceed the programmed rate leading to drug overdose. Therefore, most probably, the root cause is the introduction of the air in the pump reservoir. Per clinical support manager, it was confirmed that the medical team of (B)(6) had been retrained on refill technics on september 10th 2015. The importance of not injecting air into the reservoir was mentioned. Codman recommend not refilling patient in sitting position (as it was the case for this complaint). As long as possible, the refill should be performed with patient in lying position, the pump refill septum facing upwards so that during pump emptying potential previously injected air bubble can move out of the reservoir. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Patient was hospitalized on (B)(6) 2015 with suspected overdosage. Patient was somnolent and showing cardiac problems. When reading out the pump over the next couple of days differences being above the specified dosage were measured. The pump was already refilled with saline on (B)(6). Patient conditions improved under oral application of baclofen. On (B)(6) 2015 the decision was taken to change the pump. During the 1st emptying of the pump on (B)(6), where codman sales rep was present, a lot of air was removed from the pump reservoir. The indicated amount of residual drug however gave correct value at every time. According to the information provided by the hospital the pump was refilled always while patient was sitting. Because there was obviously a lot of air within the pump reservoir the pump was operated with a flow rate of 1 ml / 24h in order to remove possible air out of the reservoir. Further a septum defect is suspected.